Event description:
As reported, the luer hub and the outer sheath on a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system were disconnected after releasing 1/3rd of the stent. The outer sheath was able to be pulled back to complete the stent release. There were no reported injuries to the patient or signs of infectious disease. The device was stored and prepped per the instructions for use (IFU). This was during a procedure to treat a 50% stenosed superficial femoral artery (sfa) lesion. The device was able to be removed easily from the patient and remained in one piece. The device will be returned for evaluation. Addendum: device was returned with luer hub intact, and the outer sheath separated. Product evaluation revealed a separation of the stainless steel hypotube.

Manufacturer narrative:
Complaint conclusion: as reported, the luer hub and the outer sheath on a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system were disconnected after releasing 1/3rd of the stent. The outer sheath was able to be pulled back to complete the stent release. There were no reported injuries to the patient or signs of infectious disease. The device was stored and prepped per the instructions for use (IFU). This was during a procedure to treat a 50% stenosed superficial femoral artery (sfa) lesion. The device was able to be removed easily from the patient and remained in one piece. The device was returned for analysis. A non-sterile ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, revealing a kink near the distal tip (10 cm away) and another near the proximal hub (25 cm away). Additionally, the outer sheath was found separated at its proximal end extension, and the stent was no longer mounted in its manufacturing position, suggesting it may have been deployed before arriving at the pal laboratory. A functional evaluation could not be performed because the stent was not in its manufacturing position, preventing any possible deployment assessment. Due to the observed separation, a high-magnification analysis was conducted on the separation borders of the outer sheath. This analysis revealed typical elongations associated with excessive tensile strength on the observed surfaces. To determine a possible cause of the tensile forces that led to the outer sheath separation, a dissection was performed on the kinked portion of the unit. This revealed a deformation event that may have compromised the unit¿s mechanism. In this kinked portion, the hypotube was found completely separated inside the outer sheath, indicating that handling or procedural factors likely created conditions that damaged the unit and compromised the deployment mechanism. The reported ¿outer sheath separation¿ was confirmed during product evaluation. Analysis revealed typical elongations associated with excessive tensile strength on the edges of the separated surfaces. Additionally, subsequent findings of ¿inner shaft separated¿ was also noted, the kinked portion of the unit was dissected and the hypotube was noted to be separated inside the outer sheath. The exact causes of the damages noted cannot be conclusively determined. Although the reported ¿deployment difficulty¿ cannot be confirmed since the device was received with the stent already deployed, it is possible these findings may have contributed to the difficulties noted. The device analysis concluded that the delivery system was subjected to forces exceeding its material yield strength prior to the observed separation of the outer sheath and kinking. Elongations were evident on the edges of the separated outer sheath and inner shaft, indicating material tensile overload. Based on the available information, it is likely that handling, vessel characteristics, and procedural factors contributed to the events reported by the customer, as evidenced by the analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.